Manufacturer narrative:
One device was returned for analysis of complaint that there was a blockage alarm. A "high pressure" alarm was recorded in the event log multiple times. There were no relevant services previously reported. Visual and functional testing was performed. There was no physical damage to the device. The root cause of the event was an anomaly in the downstream occlusion (dso) sensor. The component was replaced. The device passed all functional tests with no problem after the repair was completed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that there was a blockage alarm. There were patient involvement and no adverse event reported.